Event description:
The surgeon performed another intravascular ultrasound, which showed some evidence of incomplete expansion at the most proximal aspect of the abre stent at the inferior vena cava notch and some level of luminal loss. To address this problem, the surgeon then advanced with the 12 armada balloons from both femoral vein access and ballooned the most proximal aspect using the kissing balloon technique to gain a good wall apposition and expansion of the abre stent at its proximal extent.